Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, button 1 of a 6f/7f mynx control vascular closure device (vcd) could not be pressed during the procedure, rendering the device unavailable for use. Manual compression was applied for 20 minutes, achieving hemostasis. There was no reported patient injury. The mynx control vcd was used in a percutaneous transluminal coronary angioplasty (ptca) procedure. No visible signs of device or package damage were noted prior to use. The physician achieved certification on the use of the mynx control vcd and had used the device several times previously. The device was prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach. The femoral artery¿s suitability was confirmed by angiography, including verification of the vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than 5 mm. The puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before use of the mynx control vcd. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2516402 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without procedural films the reported customer complaint "button #1 frozen/locked" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU states, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, button 1 of a 6f/7f mynx control vascular closure device (vcd) could not be pressed during the procedure, rendering the device unavailable for use. Manual compression was applied for 20 minutes, achieving hemostasis. There was no reported patient injury. The mynx control vcd was used in a percutaneous transluminal coronary angioplasty (ptca) procedure. No visible signs of device or package damage were noted prior to use. The physician achieved certification on the use of the mynx control vcd and had used the device several times previously. The device was prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach. The femoral artery¿s suitability was confirmed by angiography, including verification of the vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than 5 mm. The puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before use of the mynx control vcd. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe detached from the unit. The sealant was present in the manufactured position, fully covered by the sealant sleeves. Regarding the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated and not retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, both button 1 and button 2 were depressed in the instructed sequence. A product history record (phr) review of lot f2516402 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis without any issues. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, phr review, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 6f/7f mynx control vascular closure device (vcd) could not be pressed during the procedure, rendering the device unavailable for use. Manual compression was applied for 20 minutes, achieving hemostasis. There was no reported patient injury. The mynx control vcd was used in a percutaneous transluminal coronary angioplasty (ptca) procedure. No visible signs of device or package damage were noted prior to use. The physician achieved certification on the use of the mynx control vcd and had used the device several times previously. The device was prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach. The femoral artery¿s suitability was confirmed by angiography, including verification of the vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than 5 mm. The puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before use of the mynx control vcd. The device will be returned for evaluation.